Event description:
The hub of the introducer sheath in the ivc filter kit was defective. The kit was removed and replaced with no harm to the patient. Manufacturer response for option elite ivc filter kit, option elite ivc filter kit (per site reporter), reported to mfg by site.